Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The patient intended to use the evercross in the right femoral artery. It is reported that the balloon burst at less than 4 atm. No patient injury. Evaluation summary: the evercross catheter was received for evaluation without any ancillary devices or cine images from the procedure. A water-loaded syringe was attached to the inflation port and the system was pressurized. A pinhole leak was located 13mm from the proximal marker band. The balloon material at the leak site exhibited deformation suggesting a tearing component to the leak.